Event description:
It was reported that the customer had a blank display and a blood glucose of 20 mmol/l. Customer was in bed asleep and was feeling ill. Customer stated that the display did not return after troubleshooting with a new aaa alkaline battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Caller treated the customer with fast acting insulin and checked that her blood glucose was at 24 mmol/l. Customer will monitor the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on interface board. The insulin pump was unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and cracked belt clip slot.